Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 the patient reported she drove about 1.5 hours to pick something up and 1.5 hours back home. At that time, the patients cgm did not show a low glucose reading (unable to recall details). The patient felt very tired and decided to lie down. While resting, she began to feel worse and realized her blood glucose was dropping. Before the patient's husband left to pick up their daughter, she asked him to bring her a large glass of orange juice. Her cgm reading was believed to be in the 50 mg/dl range. She did not check the bg via fs. The patient later learned that the juice she was given was light (reduced-sugar) orange juice, which was not enough to raise her blood glucose. The patient tried to manage hypoglycemia by turning off her insulin pump, but shortly after, she lost consciousness. The patient later regained consciousness alone and realized she had passed out. The patient reported being very sweaty, with damp clothing and bedding. When she checked her bg via fs after waking, it was around 80 mg/dl. At that same time, her cgm was still reading in the low range (unable to provide exact value). Afterward, the patient got up and ate additional food, including ice cream, then returned to bed. The patient's blood glucose continued to rise, and she gradually began to feel better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.